Manufacturer narrative:
A review of the device history records indicate the device met specifications. Visual inspection shows chipping and wear. The investigation concluded the wear is due to normal use.

Event description:
On 4/18/2007, it was originally reported that the drill guide needed replacing due to routine maintenance. However, in 2007 a visual inspection found the tip of the drill guide chipped and worn. The product issue is not associated with a known pt injury or surgical intervention. The location of the chip from the drill guide is unk.